Event description:
The customer reported that the freedom driver exhibited a fault alarm and continuous noise while supporting a patient from (B)(6). The patient subsequently went to the hospital and switched to companion 2 driver. After one day at the hospital, the patient was switched back to a freedom driver and released home. There was no adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.